Manufacturer narrative:
The stent remains implanted. However, the delivery system has been returned; the evaluation is underway.

Event description:
It was reported that allegedly a biliary stent slipped off of the balloon and into the left iliac vein before deployment. Reportedly, the physician was able to insert the balloon back into the stent and dilate it. The positon as adequate and there was no harm to the patient.